Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 32 on restart consistent with a motor processor communication error, and the user experienced prolonged hyperglycemia; troubleshooting and education were completed and a replacement device was shipped. Symptoms included thirst and sustained high glucose above 180 mg/dl for approximately 12 hours with readings reported as ¿high,¿ and alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assisted care beyond familial help offered out of kindness. Investigation included case assessment and facilitation of device replacement with instructions to sync data and return the original device. Investigation of this device revealed a suspected delivery motor communication malfunction within the pump related to the motor processor communications, which aligned with the reported alarm condition and associated high glucose. It was concluded that the cause was a device malfunction related to motor communication failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.